Event description:
The customer reported that while running an antigen assay, summit sample handler, did not pipette "lyse" buffer in well positions f7 and g7 and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event.